Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion and under fluoroscopy, the high-torque balance middleweight universal 190 cm guide wire was noticed to be fractured. The guide wire was removed and a new high-torque balance middleweight universal 190 cm guide wire was used to complete the procedure. There were no reported adverse patient effect or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported bent shaping ribbon (initially reported as a break on the device) was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, device analysis revealed there was no fracture as reported by the customer; however, a bent shaping ribbon was identified which may be what the customer reported as fractured.